Event description:
Follow up information identified, the patient had surgical intervention to remove and replace scs system. Therapy has been restored.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with a thoracic and cervical system. This record pertains to the thoracic system. It was reported the patient was no longer receiving effective stimulation after suffering a foot injury. Reprogramming was unsuccessful. X-rays were taken and revealed a possible lead migration and/or fracture. In addition, lead diagnostics revealed high impedances. Surgical intervention may be pending to address this issue.